Event description:
On (B)(6) 2012 customer reported that there was a clenz leak on the right side of the lh750 instrument. The leak was approximately 5-10 ml. And was not contained within the instrument. There were no critical components affected by the leak no injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and was unable to find the leak reported by the customer. Fse could not duplicate the leak reported. Service activity was verified and met specified requirements per established procedure. Results met published performance specifications. No further leaks were reported.

Manufacturer narrative:
(B)(4).